Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right atrial lead was positioned in multiple locations however poor sensing and no capture were occurring. It was noted that the patient had multiple atrial fibrillation (af) ablations. The lead was not used another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was a breached cut on the outer insulation and visual analysis noted the lead was damaged at implant.